Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a coronary artery. A 1.50 mm x 15 mm apex¿ flex balloon catheter was advanced for dilatation. However, during procedure, a non-bsc wire was stuck inside the balloon and the wire was unable to be removed from the balloon. Both devices were removed from the patient's body by just pulling them out. The procedure was completed with another 1.50 mm x 15 mm apex¿ flex balloon catheter. No patient complication were reported and the patient's status was fine.